Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077623.

Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray did not reveal that leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was added explanted or replaced.